Event description:
Pt on x-ray table to start endoscopic retrograde cholangio-pancreatography. Table would not stop. Left 4th finger caught in x-ray table, resulting in laceration and fracture. Pt taken to surgery for displaced fracture to left 4th finger.